Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump screen became fogged up and that activity was being indicated on the screen without corresponding prompting by the keypad. Prior to the these issues, the insulin pump had been exposed to bodily moisture. The customer's blood glucose was 8.7 mmol/dl. Nothing further was reported.